Event description:
The reporter contacted animas on (B)(6) 2012 reporting that on (B)(6) 2012 the patient experienced a blood glucose of 408mg/dl with uncontrolled vomiting and headache. The patient was taken by car to the emergency department where they spent six hours. The patient was reportedly taken off the pump, started on intravenous fluids and given humalog injections subcutaneously. The reporter stated that the patient's bg yesterday was 408mg/dl with uncontrolled vomiting and a headache. The reporter stated that the patient was hooked back on the pump one hour prior to discharge and their bg at discharge was 238mg/dl. On (B)(6) 2012 the patient's bg at 3am was 460mg/dl then again at 7am it was 446mg/dl. The mother (also the reporter) realized the issue was the cartridge/tubing. The mother reported they could not tighten the cartridge/tubing together any tighter and did not see any cracks in the tubing/cartridge but found that insulin would leak out when she pushed tubing onto cartridge and found insulin in cartridge compartment. The tubing/cartridge was changed and there was no response from boluses. The reporter stated that they called their healthcare professional and went on a back-up plan and has been off the pump. This report is being made due to the bg excursion due to a cartridge leak.

Manufacturer narrative:
(B)(4):a reserved sample from the same lot number was tested. A visual inspection was performed on the cartridge with no damage or defects were noted. The cartridge was found to pass the force, fill and leak test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.